Manufacturer narrative:
A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Device was broken in two sections at 99cm from hub. Rest of the device was inside of a microcatheter prowler select plus that was received in the same plastic bag. Microcatheter was cut at 7.5 from hub and it presented dried blood over the entire shaft. Embolic coil was received in a separate bag and it was unraveled and stretched with blood residues; headpiece was not in the embolic coil only the bead (distal end) could be observed. Kinks were noted in the hypotube. Rest of the device (trufill dcs) was tried to remove from the microcatheter to inspect, but it was stuck. A 0.018" guidewire cordis lab sample was tried to insert into the microcatheter by the distal end; however it got stuck at 24.6cm from cut section; microcatheter was cut at this point and residues of blood were noted, blood was removed and then was tried to remove the trufill dcs orbit but was not possible it remain stuck. Microcatheter was cut again and at this point just 25cm of the support coil could be removed; device was cut by 3rd occasion and the rest of the support coil as well as the gripper could be removed; headpieces was still attached to the gripper which indicates that the embolic coil was broken. Several residues of blood were noted inside of the microcatheter during the analysis. Gripper was inspected under microscope and it presented a compress in the proximal side and several residues of blood over it, as well the broken coil could be observed due to only the headpiece was attached to the gripper. Microscopic analysis showed a wedge of solder still attached to the coil headpiece, in the area between the coil loops. This indicates that the solder had good adhesion to the coil headpiece. The reported failure by the customer as "premature detachment-during placement" was not confirmed due to the headpiece remains attached to the gripper; the reason of the failure experienced by the customer was that the embolic coil got broken. The exact cause of the broken/stretched coil, the kinked and broken sections on the hypotube and compress sections on the gripper could not be conclusively determined. However per investigation "other than the reported event, no other damages were noticed with any other section of the device"; therefore there are no indications that the reported failure is related to the manufacturing process. Neither the analysis nor the DHR review suggests that the damage could have been related to the manufacturing process. Inspections are in place that prevents these kinds of damages leaving from the facility. Procedural factors appear to have impacted on the failure reported when was tried to change the position of the coil; therefore no corrective action will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00177 and 1058196-2011-00178. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that the trufill dcs orbit rdfl complex fill coil ((B)(4)) prematurely detached with the coil partially in the aneurysm and partially in the microcatheter. The coil was removed with a retriever endovascular snare and the procedure was continued. It was indicated that there was no potential adverse event. The returned orbit system delivery system was received in two pieces with the distal end inside of a prowler select plus microcatheter which was cut distal to the hub. No further information regarding the returned condition of the microcatheter. The patient was undergoing treatment of two separate aneurysms. Vessel/aneurysm characteristics are unknown. Neck remodeling was not utilized. The mc had been re-shaped prior to use; the technique is not known. It could not be verified whether an adequate continuous flush was maintained through the mc or whether there was any resistance/friction during use of the device. The coil had been advanced through the mc to the detachment position; however when changing the position, the coil detached without activating the detachment syringe. The coil was removed the procedure was completed with coiling of the second aneurysm. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Device was broken in two sections at 99cm from hub. The rest of the device was inside of a prowler select plus microcatheter (mc) that was received in the same plastic bag. As received, the mc was cut at 7.5 from hub and it presented with dried blood over the entire shaft. The embolic coil was received in a separate bag and it was unraveled and stretched with blood residues; the headpiece was not on the embolic coil; only the bead (distal end) could be observed. Kinks were noted in the hypotube. The trufill dcs orbit device was stuck within the microcatheter when attempt was made to remove it from the mc. A 0.018" guidewire cordis lab sample was tried to insert into the microcatheter by the distal end; however it got stuck at 24.6cm from cut section. The mc was cut at this point and residues of blood were noted. Blood was removed and with attempt to remove the trufill dcs orbit it remained stuck. The mc was cut again and at this point just 25cm of the support coil could be removed. The device was cut again and the rest of the support coil of the orbit system as well as the gripper could be removed. The headpiece was still attached to the gripper which indicates that the embolic coil was broken. Several residues of blood were noted inside of the microcatheter during the analysis. The gripper was inspected under microscope and it presented with a compression on the proximal side and several residues of blood over it. It was observed that the coil was broken since only the headpiece was attached to the gripper. Microscopic analysis showed a wedge of solder still attached to the coil headpiece, in the area between the coil loops. This indicates that the solder had good adhesion to the coil headpiece. The coil did not prematurely detach; however, it broke. Based on the limited available procedural information no conclusion can be made regarding possible contributing factors. The exact cause of the broken/stretched coil, kinked and broken sections on the hypotube and compressed sections of the gripper could not be conclusively determined. However, some of the damages and presence of blood may have occurred during retrieval process. Based on the reported information, the analysis of the device, and the device history review there is no indication of a relationship to the manufacturing process. Inspections are in place to prevent these types of damages from leaving from the facility. It is possible that procedural factors including device manipulation during repositioning the coil may have impacted the reported event. However, no conclusion can be made; therefore no corrective action will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00177 and 1058196-2011-00178.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15218585 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results. This is one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00177 and 1058196-2011-00178. Additional information will be submitted within 30 days upon receipt.

Event description:
The report indicated that the orbit rdfl complex fill coil (638cf0515) has been pushed through the microcatheter, when it was in detachment position, the position of the coil should change, but the coil has been detached without pulling the detachment syringe. Additionally, the product was received with distal portion of the trufill detached and included with distal portion of an unknown prowler. Hub of prowler detached and included. Additional information indicated that there was no further information regarding the condition of the returned products. Additionally, the coil deployed partly in the catheter and partly in the aneurysm, and the coil was retrieved with an endovascular snare device. Prior to use, the microcatheter was re-shaped. A balloon or stent remodeling product was not used during the procedure. Medications given during the procedure consisted of a continuous heparin flush. The target site was the internal cerebral artery and the posterior cerebral artery with two innocent aneurysms. Other than the reported event, no other damages were noticed with any other section of the device. The procedure was continued with second aneurysm.